Event description:
It was reported by the customer that a pyxis medstation es system keyboard was not worked. The customer reported that users were unable to remove medications while attempting to issue medication to a patient. This resulted in a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that keyboard was not worked. Field service engineer replaced keyboard to resolve the issue. The system functioned as intended after the field service engineer serviced the device.